Event description:
Literature was reviewed regarding survey study titled "deep brain stimulation is well tolerated and effective following prosavin® gene therapy for parkinson's disease1-related disorders." The following medtronic products were used in this study - 3389 lead deaths occurred in the study population; however, there was no statement establishing a causal or contributory relationship between medtronic product and the deaths. The causes of death were noted as unrelated to the gene therapy with no allegation of being related to any products used. Adverse events included: it was reported that 1 patient had a hardware infection it was reported that 5 patients experienced a wound infection. It was reported that 1 patient had a lead migration. It was reported that 1 patient had material exteriorisation/erosion.

Manufacturer narrative:
Continuation of d10: product ID: 3389 (serial: unknown); product type: 0200-lead; implant date; explant date; product ID: 3389 (serial: unknown); product type: 0200-lead; implant date ; explant date; product ID: 3389 (serial: unknown); product type: 0200-lead; implant date ; explant date product ID: 3389 (serial: unknown); product type: 0200-lead; implant date ; explant date product ID: 3389 (serial: unknown); product type: 0200-lead; implant date ; explant date product ID: 3389 (serial: unknown); product type: 0200-lead; implant date ; explant date section d references the main component of the system. Other medical products in use during the event include: brand name activa; product ID 3389 (serial: unknown); product type: 0200-lead; implant date ; explant date brand name activa; product ID 3389 (serial: unknown); product type: 0200-lead; implant date ; explant date brand name activa; product ID 3389 (serial: unknown); product type: 0200-lead; implant date ; explant date citation: s. Senova a, k. Edakawa a, g. Gouello a, m. Faillot a, m. Derosin a, h. Lepetit a, g.s. Ralph b , p.c. Buttery c, r.a. Barker c, k.a. Mitrophanous b, j.m. Gurruchaga a, s. Palfi a, deep brain stimulation is well tolerated and effective following prosavin® gene therapy for parkinson's disease. Elsevier: neurotherapeutics 2025. 10.1016/j.neurot. 2025.e00629 earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.